Event description:
It was reported to boston scientific corp that during a pelvic floor repair procedure using a pinnacle pfr kit, the bullet detached outside the pt when the physician threw the mesh leg suture with the capio device. The case was completed with another pinnacle device, with no complications to the pt, who is reportedly "good" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. (B)(4).